Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller successfully started their sensor session after technical support walked them through a pump reset and provided complete information.